Manufacturer narrative:
A vyaire field service representative (fsr) was able to verify the reported issue. Bench testing revealed a faulty pcb main board. The main board was replaced and the issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt801 has failed. This issue will be internally investigated within vyaire.